Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had an abnormal image. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform and provide a correction that upon further review, this is not a reportable malfunction. The initial mw submitted had an abnormal image, however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.